Event description:
It was reported that the patient had a "spell" the previous night. Follow up with the physician's office was conducted and it was disclosed the patient had not contacted their physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).